Manufacturer narrative:
The report from clinical study (B)(6) for patient with ID (B)(6) reported that the patient developed right-sided hemiplegia associated with cerebral lacunar infarction around left corona radiate 18 months after the index procedure with an enterprise vrd ((B)(4)) implanted in the left posterior communicating artery. No action was taken, and it was noted that as of 5 months after the event, the outcome of the right-sided paralysis was ongoing/improved, and of the cerebral lacunar infarction was indicated as recovered with squeal (left-sided paralysis). The patient was compliant with post procedure medications, and there was no history of hypercoagulation. During the event, the stent was patent and in the same location implanted during the index procedure. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated because the site of infarction was different from where the vrd was implanted. The unruptured saccular aneurysm neck was 4.5mm, and the neck to sac ratio was 4.5mm:6.5mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.8mm. The mrs before and after the procedure was 0, and continued to be 0 after discharged. The antiplatelet therapy included aspirin 100mg/day, clopidogrel sulfate 75mg/day, heparin 3000u was administered intra-procedurally. The act was 121 seconds pre anticoagulation and 270 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 95% after the procedure. The 1-year follow-up was conducted but the angiography was not conducted. The mrs was 0. The 2-year follow-up was conducted but the angiography was not conducted. The mrs was 2. Prior to implanting the vrd, axcelguide 5fr 90cm/medikit, (B)(4) (lot unknown), silverspeed14-200/covidien (B)(4), were utilized. Other devices utilized during the procedure were excelsior sl10 (type 45 degrees)/stryker, (B)(4), cpl100306-30(total 2). Lot number of the coils were all unknown. No further information is available and procedural images are not available. Per (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01420495 (cordis lot 13471874). The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. It should be noted that the reported lot has a use by date of 2011-02, as indicated in the device history records. Lacunar infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. Although no definitive conclusion can be made regarding the event and the devices; the patient's pre-existing medical history and vessel characteristics, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
No further information will be forthcoming.

Event description:
The report from clinical study (B)(6) for patient with ID (B)(6) reported that the patient developed right-sided hemiplegia associated with cerebral lacunar infarction around left corona radiate 18 months after the index procedure with an enterprise vrd ((B)(4) implanted in the left posterior communicating artery. No action was taken, and it was noted that as of 5 months after the event, the outcome of the right-sided paralysis was ongoing/improved, and of the cerebral lacunar infarction was indicated as recovered with squeal (left-sided paralysis). According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated because the site of infarction was different from where the vrd was implanted.

Manufacturer narrative:
Prior to implanting the vrd, axcelguide 5fr 90cm/medikit, (B)(4) (lot unknown), silverspeed14-200/covidien (B)(4), were utilized. Other devices utilized during the procedure were excelsior sl10 (type 45 degrees)/stryker, (B)(4) (total 2). Lot number of the coils were all unknown. No further information is available and procedural images are not available. The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.